Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received on (B)(4) 2019 indicating that the patient presented on (B)(6) 2019 for procedure and the device was explanted and replaced. The patient was stable prior, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the pulse generator exhibited a different longevity than a previous remote transmission. It was suspected that the device was exhibiting premature battery depletion. No intervention was performed. The patient was stable and did not experience any symptoms.